Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked battery tube threads.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 113 mg/dl the customer reported that there was a crack starting from case going to the battery case all the way to the side of it. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.